Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the endoscope tested positive for microbial contamination. The endoscope was then reprocessed and the test was repeated. The test was repeatedly positive in the working channel. Information regarding the type and quantity of organisms was requested. At this time, no additional information has been provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Olympus was not able to obtain result of culture test from the user. The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA). Olympus ordered culture test to the third-party labs, and confirmed negative in the culture test. The device was returned to the user after the culture test. No obvious deviation from the instructions was confirmed from the review of the reprocessing steps provided from the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, root cause of the event was not specify. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.